Event description:
Patient representative later reported "parts of an implant capsule (left) with chronic fibrotic and absorptive inflammation with foreign body reaction" and "waterfall phenomenon."

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Unsatisfactory result: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side "pain" and "rupture". The device has been explanted.